Manufacturer narrative:
Correction: returned to manufacturer on: annex b: b21. Annex c: c21. Annex d: d16. Additional information: annex b: b01. Annex c: c02. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported overheating issue could neither be confirmed nor replicated during extensive laboratory testing, temperatures measuring within specification. As an incidental finding, error code 120.4540.0 was identified in the pcu error logs and was successfully reproduced during testing. This condition prevented the battery from charging and was attributed to a faulty switching power supply board. During inspection of the returned device, there were no obvious issues found that would contribute to the reported issue. An infusion was programmed to replicate the reported overheating issue. Four k type thermocouples were installed at critical pcu locations to assess a potential overheating condition. The infusion program infused for approximately 25 hours with no malfunctions or evidence of overheating. Battery conditioning test was performed using the same four k type thermocouples. During battery conditioning testing, the results measured the maximum temperature recording at 42.2 °c. The specification for this test is a maximum temperature of 48°c, indicating the device is within specification. Error log review identified as incidental finding two prior occurrences of error code 120.4540 (psp_watchdog_failure) which means the charger chip could not be turned off by its watchdog, during additional testing the battery failed to charge, as a result, the observed error code was reproduced. The switching power supply was replaced with a known-good dchu board for testing purposes only. After approximately 16 hours the battery charged successfully and the pcu was able to operate on battery power without any errors or malfunctions. The facility provided an event date of 10 march 2026, event time was not reported. A review of the pcu module error log showed no errors were recorded on the reported event day. However, as incidental finding it was observed the error code 120.4540.0 (psp_watchdog_failure) was recorded two (2) times between (B)(6) 2026 and (B)(6) 2026. According to the event log review there are no records of infusions during the reported event day. The last scheduled infusion was performed on (B)(6) 2026, with a rate of 11.928 ml/h and a vtbi of 200 ml at 8:54 pm with an estimated duration of 11 hours as the user pause the infusion on (B)(6) 2026 at 7:58 am. On (B)(6) at 8:01 am, the pcu was powered off due to battery discharged. At 8:52 am user powered on the suspect pcu and an alarm of battery ¿low capacity¿ occurred, as well the error code 120.4540.0 malfunction was displayed, the device was turned off at 8:53 am. The system was being used for treatment purposes as intended per 21 cfr 820.198 (d)(2). Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device is overheating in the back, causing the pole clamp to feel hot as well. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device is overheating in the back, causing the pole clamp to feel hot as well. There was no patient involvement.